Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) could not review the reports as there was no data to analyze on latitude. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) could not review the reports as there was no data to analyze on latitude. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) could not review the reports as there was no data to analyze on latitude. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.